Event description:
It was reported that this patient presented to the emergency department due to increasing chest discomfort one week post pacemaker system implant. Interrogation of the device showed the underlying rhythm to be sinus bradycardia with conduction. Atrial lead measurements were within normal range and consistent with values seen at implant. The right ventricular (rv) lead measurements showed a marked decrease in both sensing and impedance measurements since implant. There was also no rv pacing capture due to high thresholds, and the stimulation at these higher values caused discomfort. An x-ray was obtained and showed lead dislodgement and possible perforation. An echocardiogram was also performed but the results were not reported. Subsequently, the patient was admitted into the hospital pending a future lead revision procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried body fluid around the helix. Setscrew marks were in the correct location on the terminal pin. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Therefore, laboratory testing was unable to confirm the failure to capture, high capture thresholds, device sensing issues, and impedance issue. The "known inherent risk" conclusion code was selected based on the field report of perforation which is a known risk associated with medical procedures involving implanted cardiac leads. Analysis of the returned product is not able to provide relevant information for this type of allegations.

Event description:
It was reported that this patient presented to the emergency department due to increasing chest discomfort one week post pacemaker system implant. Interrogation of the device showed the underlying rhythm to be sinus bradycardia with conduction. Atrial lead measurements were within normal range and consistent with values seen at implant. The right ventricular (rv) lead measurements showed a marked decrease in both sensing and impedance measurements since implant. There was also no rv pacing capture due to high thresholds, and the stimulation at these higher values caused discomfort. An x-ray was obtained and showed lead dislodgement and possible perforation. An echocardiogram was also performed but the results were not reported. Subsequently, the patient was admitted into the hospital pending a future lead revision procedure. No additional adverse patient effects were reported.additional information received indicates the dislodged rv lead was explanted and a new lead was implanted without complication.

Event description:
It was reported that this patient presented to the emergency department due to increasing chest discomfort one week post pacemaker system implant. Interrogation of the device showed the underlying rhythm to be sinus bradycardia with conduction. Atrial lead measurements were within normal range and consistent with values seen at implant. The right ventricular (rv) lead measurements showed a marked decrease in both sensing and impedance measurements since implant. There was also no rv pacing capture due to high thresholds, and the stimulation at these higher values caused discomfort. An x-ray was obtained and showed lead dislodgement and possible perforation. An echocardiogram was also performed but the results were not reported. Subsequently, the patient was admitted into the hospital pending a future lead revision procedure. No additional adverse patient effects were reported. Additional information received indicates the dislodged rv lead was explanted and a new lead was implanted without complication. The explanted lead will be returned for analysis.